Event description:
It was reported that a customer experienced high blood glucose of 445 mg/dl. The customer took a manual injection to treat their high blood glucose and called their health care provider. The customer stated that the problem may have been the insulin pump so he wanted to trouble shoot to make sure. The customer was assisted with trouble shooting and found that everything worked fine on the device. However, the customer did not have a tubing clamp connected to his pump. The customer was sent new tubing clamps and was advised to check medtronic's website for anymore additional information. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.